Event description:
It was reported that the device fails accuracy +12.45% during testing. No patient injury was reported.

Manufacturer narrative:
The device was returned for investigation. The smiths label was intact, and the device is in good condition, scratched screen. The event log was not provided. A functional test was performed, and the reported failure was not replicated. Upon further investigation, delivery accuracy testing found the pumps average delivery error to be over delivering the control limit specification of +/- 3% but within the published specification of +/-6%. The root cause of the event cannot be established. The time expulsor will be replaced as a preventive measure. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.